Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was intact with the pusher assembly. Further evaluation revealed that the pet lock was separated, and the pull wire was not present on the proximal end of the pusher assembly, the pusher assembly had kinks and the pull wire was within the pusher assembly ddt. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as pusher assembly kinks may occur. If the pusher assembly is kinked, the pull wire may become pinned within the pusher assembly and prevent the pull wire from retracting during an attempt to detach the embolization coil. The pull wire was not present on the proximal end; therefore, the device could not be functionally tested. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), pushable coil, and non-penumbra microcatheter. During the procedure, the physician placed three smart coils and a pushable coil in the target vessel using the microcatheter. The physician then advanced another smart coil into the aneurysm and used the handle to detach it; however, the smart coil failed to detach. It was also reported that the alignment zone of the smart coil was separated only a centimeter. The physician pulled the pusher assembly of the smart coil in an attempt to manually detach it but, the smart coil still failed to detach. Therefore, it was removed. The procedure was completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.